Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: b1. B2, b5, h1, h6, h10 further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device battery was found to be significantly depleted. The physician suspected premature battery depletion, however, alleged an overestimation of the battery longevity occurred at a previous follow-up. The device is anticipated to be explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.